Manufacturer narrative:
Additional information: d10, h6, h10. Device analysis: one smiths medical medfusion pump was returned for analysis with a piece broken off the back of the pump. During analysis, the customer's reported problem was able to be duplicated. It was noted that the c9 cap was broken off the interconnect board and was the cause of the reported issue. Service replaced interconnect board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source was noted to be user interface.

Event description:
Information was received that a smiths medical medfusion syringe pump had a primary audible alarm. No patient adverse effects reported.